Manufacturer narrative:
Update to b5, d10, g4, h2, and h10. Correction to b1, b2, f10, and h1. Please reference related manufacturer report no: 2015691-2020-11860. Investigation is ongoing.

Event description:
As reported by our affiliates in netherlands, a tf tavi was performed under sedation with a fully percutaneously approach using an edwards sapien 3 29mm valve. Positioning was difficult due to elongation of the ascending aorta and an extremely horizontal angle. After implantation of the valve, tte confirmed good valve position and function. Withdrawal of the commander delivery system balloon into the esheath was not possible. The balloon appeared have residual fluid under examination. The system was attempted to be deflated several times with no positive affect. A wire was introduced to remove the sheath and delivery system together which was difficult, and a closure device sheath was introduced. However, the closure device failed and a piece of intima was seen on the esheath. A vascular surgeon was called, and reconstruction of the vessel was performed. The esheath appeared very damaged on removal and was kept back for further examination. It was very difficult to remove the delivery system through the sheath. The team attempted to de-air the balloon multiple times but due to the balloon burst it did not work. The delivery system and sheath were removed as a whole unit. As per medical opinion it is not known the root cause of the events. As per pre-deco findings 3" liner tear starts 4" proximal to end of liner.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11859 for the balloon burst.  UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of the 29mm sapien 3 valve via transfemoral approach, the commander delivery system balloon burst but the valve was able to be implanted. After removal of the esheath it was seen that the layers of the sheath were split. The intima femoralis was damaged and there was major bleeding requiring surgical intervention to repair.

Manufacturer narrative:
Correction to related manufacturer report no: 2015691-2020-11859, for the delivery system complaint. Additional information was provided. There was no difficulty inserting the sheath into the patient. A sharp angle of insertion was not required. There was no difficulty inserting the delivery system through the sheath. There was difficulty retrieving the device through the sheath tip. It is suspected that the liner tore/delaminated at the end of the procedure, during the pull back of the delivery system.  The access vessel minimum luminal diameter (mld) was 9mm with mild tortuosity and mild calcification. No photography, videos, or imagery was provided with the complaint. The sheath was returned to edwards lifesciences for evaluation with two (2) 16fr introducers in used condition. The device was visually inspected. The liner delamination was confirmed as there was circumferential sheath delamination approximately 9¿ in length. There was damage to the distal tip and c marker band was attached to the liner. A liner tear 3¿ in length was observed. The liner tear starts approximately 2¿ from distal tip. Scratches and damage observed at hdpe distal section. Distal tip damage was observed. The liner thickness was measured along the length of the tear. Thickness deviating from the specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance.  Measurements were taken at the middle of liner tear since side of liner side was wrinkled. The liner thickness was found to be within specification. Due to the condition of the returned device (delaminated sheath liner), functional testing for this complaint could not be performed. The delamination and tear were confirmed visually. Device history record (DHR) review was performed for the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints. The review of the work orders did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of lot history for the related work order revealed no additional complaints for the related event code, and one for liner torn pending evaluation.  A review of the complaint history from may 2019 to april 2020 revealed other returned complaints for related complaint codes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The complaints were confirmed, but no manufacturing nonconformities were found in the returned sample. Available information suggests that patient and/or procedural factors may have contributed to the event. A review of the complaint history revealed that the occurrence rate did not exceed the april 2020 control limit for the related trend category. During manufacturing, the device goes through multiple 100% inspections. Furthermore, after sterilization, sheath expansion testing was performed during product verification (pv) on finished devices from the work order under a sampling basis. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath.  Additional considerations include proper screening as this is critical to reduce vascular complications.  Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. The device procedural training manual provides instructions for delivery system removal. Factors that can assist with delivery system removal are as follows:  completely unflex the delivery system, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. A patient injury could occur if the delivery system is not completely unflexed prior to removal. The complaints were confirmed based on visual inspection of the returned device. Based on available information, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. No IFU/training manual deficiencies were identified. Per the complaint description, ¿it was not possible to remove the delivery system at the balloon level through the sheath. The balloon seems to be a little filled under examination. The system was vacuumed several times with no positive effect. Finally, a wire was introduced to remove the sheath and delivery system together which was difficult and a manta closure device sheath was introduced.¿ per the procedural training manual, ¿ensure the balloon is completely deflated¿. It is likely that the delivery system balloon was not completely deflated. An altered balloon profile due to incomplete deflation can create a difficulty in the retrieval of the delivery system through the sheath. The enlarged balloon profile due to residual fluid can be caught at the sheath tip which in turn requires excessive force or manipulation applied to retrieve the device and result in liner delamination. Additionally, scratches were observed on the sheath shaft. Scratches are an indication for access vessel calcification. The access vessel is mildly calcified. Interaction between the sheath and the calcified access vessel, can weaken and damage sheath liner. A weakened liner can tear during the retrieval of the delivery system resulting in torn liner. A definite root cause is unable to be determine. However, available information suggests that procedural factors (excessive force/ manipulation to remove an incompletely deflated balloon) and patient factors (calcification) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no confirmed edwards defect was identified in the evaluation, no preventative or corrective actions are required. Since no product non-conformance or IFU/training deficiencies were identified and complaint rates did not exceed the control limits for the applicable trend category, a product risk assessment (pra) is not required. The complaints were confirmed, but no confirmed manufacturing non-conformances were identified in the returned device. Available information suggests that procedural factors (excessive force/ manipulation to remove an incompletely deflated balloon) and/ or patient factors (calcification) contributed to the reported complaint event. No labeling or IFU inadequacies have been identified. As such, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.